Manufacturer narrative:
(B)(4). Surgical procedure. Dyspareunia occurred. Cystocele. Recurrent cystocele occurred. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent anterior colporrhaphy on an unknown date and suture was used. It was reported that the patient was symptomatic with recurrence and underwent re-intervention on an unknown date. It was also reported that the patient underwent trimming of non -absorbable suture exposure. The patient possibly experienced de novo dyspareunia. Additional information has been requested.